Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received in poor condition with a cracked front cover, cracked reservoir tank cover, and missing rubber feet. During functional testing, the reported problem was duplicated. Powered on device using different l-70 disposables. Yes, recirculating water bath was cycling at a very slow flow. The root cause of the reported issue was found to be normal wear of the pump. No action taken due to the age and condition. Device is deemed beyond economical repair and will be scrapped. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported the device was not pumping fluids, weak pump. No patient injury was reported.